Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating that a cadd solis pump, under infused the drug vancomycin. It was reported the patient was receiving 1.25 gram over an 8hour time period using the cadd solis pump with tubing, and the patient has a peripherally inserted central catheter (PICC) line. Per reporter a large amount of bag volume remained at each bag change and should be empty. It was reported the volume remaining as measured by the home care staff was reported to be approximately 26 percent of the dose. No additional information is available at this time.